Event description:
It was reported that there was a fistula. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, met all criteria and therefore was released in the laa. There were no complications. On the 45 day follow up procedure, the echo physician believed there was a fistula between the pulmonary trunk and the distal appendage. Computed tomographic angiography was performed and did not show an obvious pulmonary artery (pa)-laa communication, but there was contrast within the appendage. The physician reported the patient is doing ok and is stable. Another tee study will be performed in a couple of weeks.

Event description:
It was reported that there was a fistula. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, met all criteria and therefore was released in the laa. There were no complications. On the 45 day follow up procedure, the echo physician believed there was a fistula between the pulmonary trunk and the distal appendage. Computed tomographic angiography was performed and did not show an obvious pulmonary artery (pa)-laa communication, but there was contrast within the appendage. The physician reported the patient is doing ok and is stable. Another tee study will be performed in a couple of weeks. It was further reported that a fistula was not confirmed, but the implant did not have a complete seal.